Event description:
Event reported as "rupture".

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. The rptr of the complaint was asked to indicate the prod serial # and date of event. The info has not yet been rec'd by inamed. Analysis of the device noted damage from a sharp instrument to the taper connector consistent with clamping of the device during implantation. There was no indication of wear related to damage to the portion of the lap-band system returned. Performance tests indicate no leakage at the access port. The lab was unable to duplicate or confirm the reported event. There is no other info available at this time from the surgeon to determine the cause of the alleged event. Another breakage was noted in band tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."